Event description:
A customer reported an issue with the responsiveness of the touchscreen on their insulin pump, noting the screen would turn off too quickly despite settings being correct. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. To manage this, the customer administered a correction bolus via the pump. The pump was determined to be functioning as intended after technical instructions were followed regarding screen timeout. The customer continued to use the pump for insulin therapy.